Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the right ventricular lead into the device header. The device was exchanged and the lead was able to be inserted. Electrical measurements were normal and the lead remained implanted. The patient was stable.